Manufacturer narrative:
(B)(4). The rns system remains implanted and programmed for use.

Event description:
The patient presented with an infection at the implant site. It was noted that there was incomplete wound healing and fluid weeping from the area as well. A wound washout was performed and multiple culture samples were taken. The scalp culture was (B)(6) and was diagnosed as a superficial incisional infection. The rns system remains implanted.